Manufacturer narrative:
The affected genesis ii p/s all poly tibial base along with its packaging was returned and evaluated. Our investigation including a visual inspection of the product showed no obvious signs of damage. A dimensional inspection was performed which noted all features measured within specification. The device was manufactured in 2016. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the device failed to meet specifications. A clinical evaluation noted that the extended surgery time did not result in any patient harm therefore further clinical assessment is warranted and no future harm to patient is anticipated. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the tibia implant could not be reduced at the time of implanting. Delay longer than 30 minutes was reported. Device backup available.